Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-01955.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2018-01955. It was reported the patient experienced ineffective stimulation on his right leg. Reprogramming attempts were unsuccessful in resolving the issue. Subsequently, surgical intervention was undertaken on (B)(6) 2018 during which one lead was explanted and replaced. The physician believed the issue was attributed to the placement of the lead. Effective stimulation was regained post-operatively.